Manufacturer narrative:
H6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0; product ID: 9735795, serial/lot #: ubd: unknown, UDI#: unknown work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the system performed as I ntended. No problem was found. Codes b01, c19 and d14 are applicable. A0902: applicable to the blank screens. A110201: applicable to the blank screens with no error message, while the mouse remained visible, suggesting system freezing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that when registering a patient, both screens of the system went blank with no error message, while the mouse remained visible. The site rebooted the system and was able to continue with the procedure, resulting in a two-minute delay in the procedure. There was no reported patient impact.